Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level reveal that the fracture occurred along the shank body. The proximal region of the screw shank body also reveals tool marks on the external threads. Device was then sent for fracture analysis. The fracture analysis report reveals evidence of fatigue progression lines across the surface towards the suspected termination site where full failure / fracture occurred. No material defects or other abnormalities were observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw fracturing cannot be positively determined. However, the fracture analysis report reveals evidence of fatigue progression lines across the surface towards the suspected termination site where full failure / fracture occurred. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3/5 plf revision surgery planned for (B)(6) 2017 (remove/replace broken right l5 screw, dr (B)(6), private hospital. Primary implant date (B)(6) 2017. Report came through of a broken screw in situ. Right l5 screw. ID: (B)(4), female patient (B)(6).